Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us giving alarms 271- o2 supply fail - no o2 dosing possible and 388 - no o2 dosing possible. This condition could affect the device proper oxygen delivery. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause is not determined. Most likely false-positive triggering of alarm 271 / 388 at o2 flow rates below 1 lpm only. This has been improved since software v6.0.1800.0 with a new alarm criterion avoiding the alarms from being triggered in such irrelevant situations. . Issue is resolved after a software update to v6.0.1800.0 or higher.